Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a leak from worn tubing at pinch valve (pv49). The fse replaced all associated tubing at pinch valve (pv49) as the fse was unable to isolate the specific tube, resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 2 mls of fluid leaked from the right side of the coulter lh 500 hematology analyzer onto the counter during startup. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing the personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the incident. No erroneous results were generated for this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.